Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that customer is reporting that the safety mechanism failed. The spring from inside the barrel to come out wrapping over needle instead. 2 pieces affected. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-apr-2024. Investigation summary bd received 1 shelf pack of customer samples and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for retraction issue-does not retract and spring popped out was observed. Additionally, thirty (30) of the customer samples were evaluated by functional testing and the indicated failure mode for retraction issue- does not retract and spring popped out with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of retraction issue- does not retract and spring popped out based on the photo analysis. The root cause was an improper set-up on the spring machine where the diameter of the spring was too small causing it to pop out the front of the barrel. This issue was identified using the production tracker and a memo is attached. The correction was performed by adjusting the set-up back to the proper spring diameter. Additionally, as a preventative action, engineering designed a go/no go spring diameter gauge and put them on all the spring coilers. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that customer is reporting that the safety mechanism failed. The spring from inside the barrel to come out wrapping over needle instead. 2 pieces affected. No patient impact.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: medical device type: jka, fpa. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.